Event description:
It was reported that the patient is deceased. The right atrial (ra) lead exhibited undefined high impedance. The ra lead was noted to be fractured. The ra lead was capped and replaced. Two days following the replacement procedure the patient died.

Manufacturer narrative:
Concomitant medical products: dtpa2d4 crt-d, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.